Manufacturer narrative:
The lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began four months prior to contacting lfs. Two weeks prior to contacting lfs, the patient reportedly obtained a high blood glucose result of "290mg/dl" (in the morning) with the subject meter. The patient manages her diabetes with insulin (via insulin pump). At 9:30am on an unspecified date in (B)(6) 2011, the patient claimed she administered her humalog insulin (dosage unclear) in response to the reported result. Two hours after the reported meter issue began, the patient claimed her blood glucose crashed and specified she developed symptoms of cold sweats, was incoherent, and lethargic. At an unclear time later the patient administered self-treatment by consuming glucose tablet/glucose gel. The patient denied testing her blood glucose with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.